Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that she feels stimulation when the ipg is not functioning. The implanting physician was consulted; however, he suspects that the reported issue is not related to the patient's scs system. At this time, there are no immediate plans for surgical intervention.